Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, removal of the undeployed stent into the guiding catheter, contrary to instructions for use, resulted in dislodgement from the stent delivery system in the left main. The stent was successfully retrieved with a snare device. Another stent was used to complete the procedure. Reportedly no pt injury occurred.